Event description:
Customer reported the cufflator needs calibration. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product revealed the needle pointer rest at 10. The needle moves up when the inflation bulb is squeezed and holds pressure, but the needle returns back to the initial point when the release button is pressed. Therefore no readings could be taken because of the needle pointer position. Note: posey instructions for use indicates: inspect the unit and check the cuff for leaks prior to use. Prior to intubation or extubation, withdraw all the air from the cuff with a syringe and close the inflation line. The cufflator should be calibrated annually, or if the measurements fall outside of the range, or if the needle does not indicate a pressure reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).